Manufacturer narrative:
E1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information d.9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 19-dec-2025 investigation summary bd received 125 samples and 2 photos for investigation. One of the customer photos shows a device with the hub separated from the collar. Out of the returned samples, 20 were randomly selected and visually inspected for hub/collar separation and defective locking mechanism. Four of these samples failed the inspection, as the hub was separated from the collar. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.